Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error check IV set. Technical support-- high level steps/procedure: 1. Ensure that the administration set is correctly installed. 2. Using the applicable maintenance software: a. Select door ajar/flo-stop sensor test and perform the test. B. Select patient side occlusion and perform the test. C. Select fluid side occlusion and perform the test. 4. Return module to factory. Patient side pressure was faulty and replaced. Issue was resolved. A review of the device history record for sn (B)(6) was performed from 08/11/2011 to 11/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for pressure sensor h3 other text : no product returned.

Event description:
The customer reported needing assistance on an error check IV set. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error check IV set. Technical support-- high level steps/procedure: ensure that the administration set is correctly installed. Using the applicable maintenance software: select door ajar/flo-stop sensor test and perform the test. Select patient side occlusion and perform the test. Select fluid side occlusion and perform the test. Return module to factory, patient side pressure was faulty and replaced. Issue was resolved. A review of the device history record for sn (B)(4) was performed from 08/11/2011 to 11/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for pressure sensor. No product returned.

Event description:
The customer reported needing assistance on an error check IV set. There was no patient involvement.